Manufacturer narrative:
Correction to block h11 investigation summary. Investigation summary: the sensor wire was not returned for analysis, but media analysis was performed, and it was observed that the urethane tip totally detached from the wire. With all the available information, boston scientific concludes that the reported event of tip detachment was confirmed. It is most likely that excess force applied for removal of the wire caused the detachment of the urethane tip. All necessary inspection was performed to ensure the integrity of the device for its used. Based on the information available and investigation results, a conclusion code of adverse event related to procedure was assigned to this investigation. Further, it should be noted that the data reasonably suggest that this event (break/tip detachment resulting in unretrieved device fragment(s) requiring a secondary procedure to complete the removal is anticipated in nature and severity. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.

Event description:
It was reported that a sensor wire was used during ureterolithotomy lithotripsy procedure. Post procedure, the patient had complications inherent to the patient's pathologies. In the postoperative period, a pathology report indicated an unidentified foreign body inside the patient's kidney, which was considered compatible with the sensor wire. An extraction intervention was performed to retrieve foreign body piece with laser and long clamps at a later date. The extraction surgery was completed with satisfactory results and no patient complications were reported.

Event description:
It was reported that a sensor wire was used during ureterolithotomy lithotripsy procedure. Post procedure, the patient had complications inherent to the patient's pathologies. In the postoperative period, a pathology report indicated an unidentified foreign body inside the patient, which was considered compatible with the sensor wire. An extraction intervention was performed to retrieve foreign body piece at a later date. The extraction surgery was completed with satisfactory results and no patient complications were reported.

Manufacturer narrative:
Block h6: imdrf device code a0203 captures the reportable event of device damage defective. Imdrf f23 captures the reportable event of unexpected medical intervention. Imdrf f1901 captures the reportable event of additional surgery.

Manufacturer narrative:
Block h6: correction to block h6 device code. Correction to block h6 impact code. Block h11: the sensor wire was not returned for analysis, but media analysis was performed, and it was observed that the urethane tip totally detached from the wire. With all the available information, boston scientific concludes that the reported event of tip detachment was confirmed. It is most likely that excess force applied for removal of the wire caused the detachment of the urethane tip. All necessary inspection was performed to ensure the integrity of the device for its used. Based on the information available and investigation results, a conclusion code of adverse event related to procedure was assigned to this investigation. Further, it should be noted that the data reasonably suggest that this event (break/tip detachment resulting in unretrieved device fragment(s) requiring a secondary procedure to complete the removal is anticipated in nature and severity.

Event description:
It was reported that a sensor wire was used during ureterolithotomy lithotripsy procedure. Post procedure, the patient had complications inherent to the patient's pathologies. In the postoperative period, a pathology report indicated an unidentified foreign body inside the patient's kidney, which was considered compatible with the sensor wire. An extraction intervention was performed to retrieve foreign body piece with laser and long clamps at a later date. The extraction surgery was completed with satisfactory results and no patient complications were reported.